Manufacturer narrative:
The customer cancelled the svc call. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 2600 system had a generator will not boot error prior to a case. The procedure was completed without incident. No pt injury was reported.